Event description:
Initial rptr stated during cataract surgery, the cassette would not fit in the machine. Surgery was not delayed when they switched to open another pack. There was no effect on the pt.